Manufacturer narrative:
Occupation: non-healthcare professional. Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The patient reported that she could not get the thing to work. She stated her issue kept coming back. She stated she was not having any symptom relief and was not feeling the stimulation. The patient programmer showed the stimulation was on and at p1 3.2v. It was unknown if she was feeling stimulation in the correct area. The patient stated she had increased the stimulation to 3.9v and was feeling a light fluttering. It was noted that the patient had an appointment in a couple weeks. No further complications were reported.